Manufacturer narrative:
Manufacturers ref# pr269392. H6) ec method code: device not accessible for testing summary of investigational findings: a 19-year-old patient was treated for a transection after a motor vehicle accident in dec2016, where a zta-p-22-105 (complaint device) was implanted. In jul2019 the patient was admitted to hospital with hypertensive and non-pulsatile blood flow in the legs. After a CT scan it was decided to reline the implanted zta-p-22-105 with a zteg-2p-22-115. Coda ballooning was required to open up the zteg-2p. No further information about patient outcome was provided. A preoperative CT study, a primary and secondary angiography procedure, and postoperative CT studies at 4 days, 2 weeks, 2 months, and 30 months (7 total studies) were provided and reviewed by an imaging expert. Per the findings of the imaging review. The thoracic aorta is difficult to assess, but the proximal to mid descending segment appears to have a diameter of about 16 x 15 mm. The graft position is stable, and the graft is widely patent on both the 2-week and the 2-month postop CT. 30 months postop a distal thoracic aortogram shows a patent native distal aorta but the distal graft appears occluded with only scant contrast flow at the distal stent segment. Arch aortogram shows a patent aortic arch with patent arch vessels. The endograft appears occluded, though partial flow cannot be determined due to motion artifact. Per the imaging reviewer¿s impression there may be evidence of distal stent edge stenosis and hyperplasia of the zta graft on angiography during the secondary intervention. This could be due to the graft oversizing and would certainly contribute to complete graft thrombosis. It is noted that the extension zteg graft also lands in a native aortic segment with diameter <18 mm. In the IFU it is stated the stentgraft with a 22 mm diameter is intended for aortic vessel diameters of 18-19 mm based on the provided information no exact cause for this event can be established, however recall z-2099-2017 addressed thrombus formation in btai patients treated with zenith thoracic alpha devices and long-term actions were implemented on 10oct2017. These actions included removal of the btai indication and removal of smaller devices (under size 24). It is noted that the device is oversized for this patient. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: (B)(6) 2019: patient presented to hospital 2.5yrs post zta-p implant hypertensive and nonpulsatile flow in legs. Patient had a CT which showed a dissection like appearance within the implanted zta-p graft. On (B)(6) 2019 existing zta-p-22-105 was relined with zteg-2p-22-115. Coda ballooned was required to open up the zteg-2p graft through the dissection like segment, where it remain compressed after unsheathing. Patient outcome: the patient did require an additional procedures due to this occurrence. Graft needed to be relined. According to the initial reporter, the patient did experience adverse effects due to this occurrence. Hypertension and nonpulsatile flow in lower limbs.